Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the prolonged procedure clinically impact the patient or change the post-operative care? If yes, please explain. What is the current status of the patient? The patient is still in the hospital and he needed an ileostomy to protect the sutra anastamosis.

Event description:
It was reported that during a colostomy take-down procedure, the doctor fired the stapler and noted that staples formed on left side of anastomosis (patients right side) were not completely formed. Failed anastomosis. There was scar tissue present but surgeon feels stapler should have been able to achieve end-to-end anastomosis. Donuts were examined and it was noted that they looked properly formed. Repair performed, anastomosis completed with 3-0 vicryl suture. Performed leak test as usual to ensure adequate anastomosis was eventually achieved with suture repair. Surgery was delayed one hour.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.